Manufacturer narrative:
Batch review performed on 23-mar-2023: lot 189637: (B)(4) items manufactured and released on 19-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Another device involved: batch review performed on 23-mar-2023: liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265)lot. 2009651: (B)(4) items manufactured and released on 26-oct-2020. Expiration date: 2025-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in due to signs of an infection 21 days after the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.